Event description:
Customer called to report that she did not think her pod was delivering insulin. Customer did not keep the pod so no product information is available. When the customer changed her pod, she believed the cannula was kinked. Her blood glucose levels fluctuated between 239 - 311 mg/dl while wearing the pod. No further issues were identified.

Manufacturer narrative:
The product will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a king was noted in the cannula. There was no report of an alarm, however, the pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.